Event description:
It was reported by the manufacturer representative that when she would press the power button to turn off her (B)(4) x50 handheld computer, the system would "blink" off for a second and then come back on. The handheld computer was returned and underwent analysis. Analysis found that a portion of the "record" button on the side of the handheld computer had been wedged underneath the case resulting in the anomaly. The manufacturer representative has used the handheld computer for approx 2 years without issue. No mishandling or improper storage of the handheld computer was reported.

Manufacturer narrative:
Analysis of the handheld computer found that the "record" button was wedged under the case of the computer.